Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the device does not cut evenly, function breaks time to time. There was no delay, no harm or injury, and no additional skin grafts required. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the motor speed was unstable, the unit was out of calibration, the needle bearing and width plate screws were worn, and possible corrosion on the ball bearings, and the hinge gasket was missing. The unit was recalibrated and the motor, bearings, screws, and hinge gasket were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.